Manufacturer narrative:
The facility reported chemical exposure symptoms of trouble breathing and coughing due to a rapicide glutaraldehyde spill. The spill occured when using a dsd-201 automated endoscope reprocessor. Medivators field service engineer was onsite the next day to repair the machine. The chemical spill had been cleaned up prior to his arrival. The field service report stated that the internal regulator was at the incorrect settings. The machine was repaired to meet specification. There was no report of personnel seeking additional medical attention. This complaint will continue to be monitored within medivators complaint system.

Event description:
The facility reported chemical exposure symptoms of trouble breathing and coughing due to a rapicide glutaraldehyde spill. The spill occurred when using a dsd-201 automated endoscope reprocessor.